Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed t-wave oversensing on bi-ventricular pacing coupled with atrial trigeminy which lead to the device detecting ventricular fibrillation. Anti-tachycardia pacing therapy was started as the device was charging up to deliver the shock. The shock was aborted and not delivered. The patient will be seen for in the clinic for review or programming changes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.